Event description:
The pump was explanted due to infection. No additional information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.